Manufacturer narrative:
Corrected data: b5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, angle closure with elevated iop, fixed pupil, anterior subcapsular cataract was observed and medication was prescribed. The lens was explanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6- health effect- clinical code (e): 4581- "fixed pupil" should be added "anterior segment inflammatory response" should be removed. H6- health effect - impact code (f): "4644" should be added. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Cataract and iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, angle closure with elevated iop, fixed pupil, anterior subcapsular cataract was observed, inflammation and medication was prescribed. The lens was explanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6- health effect- clinical code (e): 1932 should be added. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, angle closure with elevated iop, anterior segment inflammatory response and anterior subcapsular cataract was observed. The lens was explanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health effect- clinical code: "4581- angle closure, anterior segment inflammatory response". H11- manufacturer narrative: excessive vault, angle closure with elevated iop, anterior segment inflammatory response and anterior subcapsular cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - type of investigation code: 10- device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. H6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).